Event description:
A report was received that the patient had high impedance on the contacts of the lead and underwent a revision wherein the lead and splitter were replaced because the splitter migrated to a different pocket and kinked the lead after the patient had a non-device related weight loss. During product analysis, it was discovered that the lead was fractured.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm) sc-2316-70 (sn (B)(4)). Device evaluation indicated that the lead have multiple cables which were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. Additionally, visual inspection also revealed that the lead body was fractured at the proximal end just before the retention sleeve. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn (B)(4)) the complaint was not verified. The lead splitter passed all tests including visual, impedance, and diameter and electrode pitch test. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.